Event description:
It was reported that deflation failure occurred. A 3.5mm x 150mm, 150cm ranger paclitaxel-coated pta balloon catheter and ranger sl dcb otw 3.50mm x 80mm, 150cm were selected for an angioplasty in the lower limb tibeal to treat peripheral arterial disease (pad). Both of the balloons failed to deflate even with the assistance of an inflation handle. A syringe was then used to try to deflate the balloons, but this also failed to deflate. The surgeon tried to use a needle to burst the balloon but this too failed. Finally, the surgeon had no option but to pull the fully inflated balloons from the anatomy. The access sheath was removed to enable removal of the fully inflated balloons. Even when the balloons were outside of the patient, they would not deflate. A third balloon was used to complete the procedure successfully, and there were no patient complications as a result of this event. The patient had fully recovered.

Manufacturer narrative:
Investigation results: device history records (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the ranger sl was completed and confirmed that the event of balloon failure to deflate was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event.

Event description:
It was reported that deflation failure occurred. A 3.5mm x 150mm, 150cm ranger paclitaxel-coated pta balloon catheter and ranger sl dcb otw 3.50mm x 80mm, 150cm were selected for an angioplasty in the lower limb tibeal to treat peripheral arterial disease (pad). Both of the balloons failed to deflate even with the assistance of an inflation handle. A syringe was then used to try to deflate the balloons, but this also failed to deflate. The surgeon tried to use a needle to burst the balloon but this too failed. Finally, the surgeon had no option but to pull the fully inflated balloons from the anatomy. The access sheath was removed to enable removal of the fully inflated balloons. Even when the balloons were outside of the patient, they would not deflate. A third balloon was used to complete the procedure successfully, and there were no patient complications as a result of this event. The patient had fully recovered.